Event description:
It was reported that the patient was currently in the hospital. She did not think she was having issues with the implant, but may be related to a self cath, which may have turned into an infection. The concern was if the issue was her heart or kidneys and all of her heart tests had come back fine with an urinalysis today. The patent's symptoms included fever, chills, and nausea. The patient's feet became really, really swollen and she was put on lasix, which did not really do anything. The patient felt a heaviness in her chest and was throwing up until she had dry heaves. She had not felt well for over a week. Subsequent information received reported that the cause of the event was due to fluid retention not associated with the device. There were no abnormal impedance measurements. It was noted there was reprogramming completed on (B)(6) 2012 wherein all impedances were less than 4000 ohms, longevity 51-92 months, battery capacity 49-98%, voltage less than 1.0 volts and icon sync completed. The patient did require hospitalization due to the event and the patient outcome was noted as serious illness/injury recovered without sequelae.

Manufacturer narrative:
Product ID, 37092 lot# 262490001, implanted: 2010 (B)(6), product type accessory product ID, 3093-28 lot# v567715, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, (B)(4) .